Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the purple image was caused by a defective cable unit.: CAPA-150p-007 is initiated for this fault pattern. However, a deeper cause analysis is performed in CAPA-151p-024. The following possible causes are identified: 1. Cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing (B)(6) not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed the video telescope displayed a purple image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found the video telescope displayed a purple image due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted.